Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert was triggered due to increased sic (sensing integrity counter). It was noted that there was increased hr nst (high rate non-sustained tachycardia) with noise, and low and abnormal rv tip to rv coil lead impedance. The lead was reprogrammed to rv tip to coil sensing and pacing but the r-wave dropped from 10 mv (milli volts) to 2 mv and there was intermittent loss of capture. The rv lead was explanted and replaced. It was noted that during the lead revision when the pocket was opened the pocket examination revealed that the device had turned upside down, the suture sleeve suture was broken and the device suture was broken as well. The lead was over the top of the can. It was noted that there was no evidence of twiddling. Inspection of the lead noted a large insulation tear was discovered on the distal portion of the lead between the coils. It was noted that the patient fell three years ago and had broken their femur. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.